Event description:
It was reported the insulin pump had moisture damage and alarmed button error. Customer did not know current blood glucose level. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.